Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the closure device was deployed, a partial recapture was attempted, but unexpected resistance was met and it was difficult to recapture the closure device. The device was eventually fully recaptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the closure device was deployed, a partial recapture was attempted, but unexpected resistance was met and it was difficult to recapture the closure device. The device was eventually fully recaptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of a watchman delivery system with the implant outside of the sheath and detached from the core wire. The device was bloody. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed anchor damage, tip damage (tricuts flared/abrasions), sheath damage (abrasions) with the tip/sheath flattened for 36mm, and numerous small kinks in the sheath. Inspection of the rest of the device found no other damage or defect.